Manufacturer narrative:
This supplemental was filled to correct and provide additional information on the case. As a result, fields b5: "describe event or problem ", h6 "patient codes" and h10 "additional MFR narrative" were updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shocks and anti-tachycardia pacing (atp). It was mentioned that patient has had inappropriate shocks in the past and patient is not symptomatic. Patient was reported to be anxious about shocks. Electrophysiologist (ep) and boston scientific technical services (ts) believe the episodes are due to atrial fibrillation with rapid ventricular rate, but is difficult to confirm as there is no atrial lead in the ICD system. This device remains in service. Boston scientific technical services suggested reprogramming options. Medications are not an option because the patient is already receiving the highest amount that ep can prescribe. Device was reprogrammed and patient was discharged. No additional adverse patient effects were reported. The device is not expected to return as it remains in service. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias.

Manufacturer narrative:
This supplemental was filled to correct fields b3: "date of event" and b5: "describe event or problem". If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and anti-tachycardia pacing (atp). It was mentioned that patient has had inappropriate shocks in the past and patient is not symptomatic. Patient was reported to be anxious about shocks. Electrophysiologist (ep) and boston scientific technical services (ts) believe the episodes are due to atrial fibrillation with rapid ventricular rate, but is difficult to confirm as there is no atrial lead in the ICD system. This device remains in service. Boston scientific technical services suggested reprogramming options. Medications are not an option because the patient is already receiving the highest amount that ep can prescribe. Device was reprogrammed and patient was discharged. No additional adverse patient effects were reported. The device is not expected to return as it remains in service. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias.

Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shocks and anti-tachycardia pacing (atp). It was mentioned that patient has had inappropriate shocks in the past and patient is not symptomatic. Electrophysiologist (ep) and boston scientific technical services (ts) believe the episodes are due to atrial fibrillation with rapid ventricular rate, but is difficult to confirm as there is no atrial lead in the ICD system. This device remains in service. Boston scientific technical services suggested reprogramming options. Medications are not an option because the patient is already receiving the highest amount that ep can prescribe. Device was reprogrammed and patient was discharged. No additional adverse patient effects were reported. The device is not expected to return as it remains in service. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias.